Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. (B)(4) the reported event of balloon torn. Investigation results visual and functional evaluation of the device was performed; inflation revealed the balloon portion of the device to have a pinhole. No damage was noted to the catheter of the device. The complaint about the balloon was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hurricane rx biliary dilatation balloon was used during a procedure for dilatation of a bile duct. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated inside of the patient, however the balloon would not inflate and was noted to be torn. A second hurricane rx biliary dilatation balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.